Manufacturer narrative:
The subject device was visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly and was not returned with the device. The tabs that hold the barrel insert in the cannula showed evidence of having been crimped. The guide wire was bent and the back up tabs were deformed. No manufacturing issues were noted during the evaluation. Based on the available information, we are unable to determine a definitive root cause and no conclusions can be made at this time.

Event description:
The optifix device was used to secure a mesh (composix or ventralight st) in a ventral repair. No problems were reported during use. Following fixation, the surgeon reported that the plastic insert in the distal tip fell out of the device. It fell out in the body, was visible and was retrieved without issue. There was no patient injury as a result of this malfunction.